Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test.

Event description:
It was reported that during central processing, the maryland bipolar forceps (mbf) instrument was found defective. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the surface of the wire was damaged. There was no loss of cautery or sign of thermal damage.